Event description:
It was reported that the handpiece was overheating while in use. There was no patient impact reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation and repair. Analysis was able to confirm the alleged complaint of ¿heating up" and found the unit did run hot with temperatures as follows: nose-170, middle-140 and rear-130. Analysis also found the nose bearings and nose cones corroded with kinks all over the cable. The device was repaired, tested to specifications and returned to the customer. A review of the device maintenance history from july 1, 2011 to date found no maintenance history for this device. Test for high temperature conditions.